Event description:
It was reported to philips that the device's paddles are damaged. The alleged failure was observed while the device was in clinical use. However; no adverse patient impact was reported by the customer.

Manufacturer narrative:
The fse evaluated the device onsite and found the issue. The fse confirmed that the external paddle electrodes and paddle tray were damaged. The fse replaced the external paddle electrodes and paddle tray. The device passed all performance assurance tests remains at the customer site.